Event description:
It was reported by our country representative in (B)(6) that he had a 8.0 programming software flashcard that was not uploading. The flashcard was returned for analysis. An analysis was performed on the returned flashcard and a likely cause for the reported allegation was verified. The cause for the reported complaint is associated with a defective flashcard. A visual analysis of the pcb identified that pins 11 and 15 were not soldered onto the pcb causing the handheld to not recognize the flashcard when it was inserted. Once the pins were soldered onto the pcb, no further anomalies were identified.